Manufacturer narrative:
Section d4: device manufacture date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. Manufacturer's investigation conclusion: incidental findings: fluid ingress within the battery compartment. The reported event of a broken pin in the patient cable connector was confirmed upon arrival of the returned power module (serial number: (B)(6)). Visual inspection of the unit revealed that pin 12 of the patient cable connector was missing; this pin does not have a function and therefore would not have impacted operation of a controller. All internal cable connections including the patient cable connector were replaced. Preventative maintenance was performed, and the serviced power module was returned to the customer after passing a full functional checkout. The root cause of the observed damage cannot be conclusively determined through this investigation. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pin was broken on the power module patient cable connector. The unit was returned for repair.